Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08715 inches. The insulin pump was programmed with a 5.0 unit bolus. The bolus delivered properly. No bolus delivery anomaly or air bubble anomaly noted. The motor functions properly during testing. No drive/motor anomaly noted. The motor was tested outside of the unit and passed. The insulin pump had minor scratched display window, scratched case and a pillowing keypad overlay.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose of 400 mg/dl. The customer's mother stated that there were air bubbles in the reservoir and throughout the tubing. The customer's mother reported that the insulin pump was under delivering. The customer's blood glucose was 108 mg/dl at the time of incident. The insulin pump was returned for analysis.